Event description:
It was reported that the patient was admitted to the hospital for a routine pacemaker replacement. The physician was unable to remove the atrial lead after trying three separate wrench kits, due to the set screw being stripped. The lead was cut and capped. The physician was unable to access the left subclavian to introduce a new atrial lead. The decision was made to implant a single-chamber pacemaker for replacement. There were no patient consequences.

Manufacturer narrative:
The reported complaint was confirmed. Analysis found the wrenches could not engage the setscrew to untighten it due to calcified blood in the a-setscrew inset. The calcified blood filling the setscrew inset was preventing the wrench from engaging the setscrew inset so that the setscrew could not be turned to untighten it. When the calcified blood was removed from the inset the setscrew could then be untightened and the lead removed. The blood most likely came through damage to the septum in the form of a hole punched through it. Battery depletion analysis: the device reached normal eri.